Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or unsure properly inserted cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: no data available, omnipod software app version: no data available, operating system: no data available, hardware: no data available, cgm sensor type: no data available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 21 mmol/l (378 mg/dl) while wearing the pod between 1 and 4 hours. When the pod was removed from the infusion site arm, the pod's cannula was found bent. Additionally, the patient/s guardian reported leaking during wear and being unsure if the cannula inserted into the skin.